Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed the test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went through a body scan at the airport and now the insulin pump is alarming motor error. Customer also stated that there is a noise from the motor during rewind process. Customer states that she uses the sensor feature on the insulin pump and she is able to rewind it. Blood glucose is 296 mg/dl; treated with manual insulin injection. Nothing further reported.